Event description:
The pt was implanted with a left ventricular assist device (lvad). The chief perfusionist reported that the pt presented with pump alarms and intermittent pump stoppage, which required the pt to be repositioned on his side in order to avoid the alarms. Waveforms and log file data were submitted to the MFR for analysis. X-rays of the percutaneous lead revealed damage at the connection area to the system controller. It was also reported that the pt's condition was poor, and it was noted that sounds with auscultation revealed no sound when the pump was not receiving power, and grinding when the power to the pump was restored. A decision was made to exchange the lvad with another lvad.

Manufacturer narrative:
The device was successfully exchanged with another lvad and the pt remains ongoing without any further issues. The explanted device was returned to the MFR for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.